Event description:
The rptr stated that rptr did met the hcp meter comparision tests. Rptr's meter reading was 137 mg/dl, and the dr's meter (type unknown) result was 180 mg/dl. Rptr did not have any symptoms. A control solution test was not done due to lack of supples. No harm was alleged.